Manufacturer narrative:
Final analysis found that the insulation was crushed at 20.1cm from the connector pin. The damage sustained resulted from clavicular crush.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. On (B)(6) 2016, the lead was explanted and replaced during an unrelated procedure. The patient was discharged.